Manufacturer narrative:
E1: facility name (B)(6) hospital. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming upstream occlusion. The patient's treatment was delayed approximately 1 hour. Per reporter, troubleshooting was unsuccessful. Continuous infusion rate: 5cc, reservoir volume: 328.1, given: 31.90, air detector: off, upstream sensor: on, length of infusion 72 hours, lock level: 2, closed system transfer device was used to fill cassette. Pump was not used to prime extension tubing. Event occurred while use with patient at home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.